Event description:
The customer reported to olympus, during reprocessing, the high definition lcd monitor blacked out after it was started for about five minutes. The unknown intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the g2 board and the fan were repaired by a third party, quantum board (qb) failure caused the fan to rotate for a long time, making loud noise, the system crashed five minutes after startup due to a defective g1 board, and the bezel was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the system didn¿t stay powered on due to a faulty printed circuit board (g1 board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.